Event description:
Patient reported ¿rupture¿, ¿something wrong with it¿, ¿pain¿ and ¿see a point/triangle come out near the nipple area¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.